Manufacturer narrative:
(B)(4). Date sent: 06/25/2021. D4: batch # unknown. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ntlc55 device (b) was returned not sterile, with no apparent damage and with a box along with the device. Further analysis showed that the artwork on the box belongs to a ntlc55 device and the device belongs to a ntlc75. Additional investigation of the returned lot number on the box indicated that a ntlc75 device was packaged as a ntlc55, based on the batch number of the returned device. This defect has been correlated to the manufacturing process. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was received: was there any change in the procedure? If yes, please explain could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? They weren¿t able to use the device because they have not the reload sr75 there were not patient consequences no one.

Event description:
It was reported that the packaging labelled as ntlc55 contains the product ntlc75.